Event description:
The customer reported that their paging system failed to alarm for a patient that had a desaturation alarm with a desaturation of 5%.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their paging system failed to alarm for a patient that had a desaturation alarm with a desaturation of 5%.

Manufacturer narrative:
This supplemental report is being submitted with reference to manufacturers report number 1218950-2022-00276 for correction of the device name and model number.

Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer to troubleshoot the issue. The tc pulled the audit logs from the event and went over the findings with the customer. The tc found that the customers central station alarmed as intended and that there were many instances of the paging system alarming correctly. The tc did notice that some of the phones experienced a few network disconnections which may have resulted in the customers issues. The customer then stated that they would have their wifi terminals validated throughout their hospital and the case was subsequently closed. Their is insufficient information to rule out a product malfunction; the tc checked the logs and found many instances of alarms throughout the night regarding the reported incident. The tc also stated that the customers paging devices had disconnected from the network a couple of times which could have resulted in them missing the alarms as they alleged. The customer then stated they would work on their wireless network and the case was closed. The device remains on site and in use.

Event description:
The customer reported that their paging system failed to alarm for a patient that had a desaturation alarm with a desaturation of 5%.